Event description:
A peritoneal dialysis patient contact called fresenius technical support to report the liberty cycler screen was blank. The issue occurred during drain 1 of 5. Pressed ok, stop, and touched the screen but screen remained blank. Rebooted the cycler; ok and stop keys lit up but the screen remained blank. Fluid was discovered during drain 1 of 5. The patient was connected during the incident. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. The patient contact stated when they moved the heater bag, the heater tray had liquid on it. There were no alarms or warnings prior to the leak. A replacement cycler was issued to the patient due to the blank screen. There were no injuries experienced, and no medical intervention was required. Upon follow up, the patient contact stated that there was a small amount of water on the heater tray in drain 0. She confirmed it was drain 0 not drain 1. She tested the solution bag in the sink but could not find a leak. The patient contacted stated that the amount of fluid was very small and could be attributable to condensation. There was no damage to the bag, or the box it was delivered in. There were no known delivery issues. The patient chose not to do manual treatment on the night of the reported event. Treatments were resumed the next evening on the new cycler without issue. All samples have been disposed of and are not available for return to the manufacturer for evaluation. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found a short on the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed and encountered a grinding motor pump a. The simulated treatment was completed. No fluid leaks were found after simulated treatment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.